Manufacturer narrative:
Conclusion: the complaint cannot be verified due to a careless handling of the product. Result the softcomponents of the up button is lacerated. The damages did not influence the insulin pump functions. The buttons of the pump work correctly. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient's mother reported having concern with the infusion device. Mother stated the upper button on the device is broken and is not working. Mother reported the patient is not able to press it. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.